Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the customer restarted the continuous glucose monitor (cgm) sensor session, which resolved the loss of connection issue. No additional patient or event information was provided.